Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery for the talus due to broken pegs and looseness. Tibia will also be revised due to potential looseness, lucency, and sclerosis.